Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. As the sample was not received, the reported complaint was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported to technical support (ts) that a fluid leak was discovered at the end of a patient¿s pd treatment. The pd nurse observed fluid leaking out of the cassette door when it was opened. The patient was being trained to use the cycler when the leak occurred. Earlier in the treatment, the pd nurse stated there were multiple (unspecified) heater bag and patient line related alarms. The drains were reportedly taking a long time. No damage was identified on the cassette and the cause of the leak was unknown. The ts representative advised the pd nurse to discontinue use of the cycler and a replacement was ordered for the clinic. The patient reportedly completed treatment on the cycler. The pd nurse confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, it was confirmed that the replacement cycler had been received. The cycler in use at the time of the event was returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Correction: d10; the device was not received for manufacturer evaluation.